Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient was admitted to the hospital due to a decrease in the patients heart rate. A review of the system noted that this right ventricular (rv) lead exhibited high out of range high impedance measurements and loss of capture. An x-ray confirmed a fractured rv lead thus the physician decided to add a new rv lead. This rv lead was surgically abandoned and will not be returned. The device was moved to the other side due to vein stenosis. No additional adverse patient effect were reported.

Event description:
It was reported that the patient was admitted to the hospital due to a decrease in the patients heart rate. A review of the system noted that this right ventricular (rv) lead exhibited high out of range high impedance measurements and loss of capture. An x-ray confirmed a fractured rv lead thus the physician decided to add a new rv lead. This rv lead was surgically abandoned and will not be returned. The device was moved to the other side due to vein stenosis. No additional adverse patient effect were reported.

Manufacturer narrative:
This report is being submitted to correct the patient codes and device codes.